Event description:
The second loop of the coil ¿came out¿ of the aneurysm during deployment. As the physician attempted to withdraw the coil, the coil broke from the pusher wire. The coil remained ¿where it was¿ as the pusher wire was retracted. There were no reported clinical consequences to the patient. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.the device remains implanted and was not available for analysis. From the limited information available it is most likely that the device was rotated during or after delivery of the coil into the aneurysm which in turn could have resulted in the premature detachment and protrusion. Therefore, the most likely a root cause is related to operational context.

Event description:
The second loop of the coil ¿came out¿ of the aneurysm during deployment. As the physician attempted to withdraw the coil, the coil broke from the pusher wire. The coil remained ¿where it was¿ as the pusher wire was retracted. There were no reported clinical consequences to the patient. No further information was provided.

Manufacturer narrative:
(B) (4) for coil protrusion.